Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop23-29 (lot: 0011076978); product type: 0195-heart valves; product analysis: the suspect complaint product was received at medtronic¿s quality laboratory loaded inside the delivery catheter s ystem (dcs). Visual analysis showed an infold as the valve was being deployed. All leaflets appeared dehydrated, stiff yet marginally pliable. The tissue exhibited signs of severe creases and imprints. Tissue conditions appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the delivery system, for an unknown duration of time. As received, all leaflets exhibited a wrinkled appearance with partial closure of the leaflets. All commissures appeared intact. The valve was in a crimped state with the inflow exhibiting a kidney-shaped appearance. The valve was submerged in a warm saline bath, valve maintained a compressed state. Due to the dehydrated received condition of the valve; a deployment simulation could not be performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Two media files and three static images were provided for review. Unknown valve size. Fluoroscopy of valve load was not provided for review. The media images show a valve deployed to around the third node sitting above the annulus. Valve does not start to expand or ¿flower¿ out until past the third node. No 80% deployments available to see infold. Unable to determine presence of an infold. Imaging of pre-valvuloplasty not provided nor new valve implant. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a perimeter of 24.7 mm was noted as well as calcified leaflets with less calcification in the annulus and left ventricular outflow tract (lvot). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The valve was loaded once and inspection was performed via visual, tactile, and fluoroscopic methods. The loading check revealed overlapping crowns up to the fourth node. On the first deployment attempt, the valve did not expand and an infold was noted. The blood pressure decreased and the valve was recaptured and removed. A new valve was successfully loaded and deployed without issue. No adverse patient effects were reported.